Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was used during a mid-urethral sling procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the mesh would not disengage from the trocar. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.